Event description:
Procedure: ventral hernia repair. According to the report: upon squeezing the trigger, tacks did not deploy. A new device was opened to complete the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4).